Event description:
Additional information from the healthcare provider (hcp) reported that the patient had been having great difficulty with nausea and inability to eat or drink adequately for the last several weeks. Two weeks ago they had an irregular emergency room visit for IV fluids. The issues started a couple weeks prior to that. The patient had started on zoloft medication for anxiety. The patient did not have any significant abnormalities. They were tachycardia which may have represented a dehydration state. Their device was interrogated and reprogrammed to 8 milliamps and 4.8 volts and the impedance was still low at 599. The hcp recommended that patient go to the emergency room to get admitted to the hospital surface.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID 4351-35, serial# (B)(4),implanted: (B)(6) 2016, product type: lead. Product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
A patient reported they had been very well since the device was implanted but their nausea had returned starting on (B)(6) 2017. A few days prior to the report they started vomiting and had been unable to keep anything down. They showed up at the emergency room (ER) wanting their device checked out. Dr. (B)(6) was on vacation for 2 weeks and was out of town. They were going to try to get the nurse to check it out in their office. The issue was not resolved at the time of the report. No further complications are anticipated.